Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while extracting a tsa long stem, after using the flexible osteotomes, the slap hammer, ar-9202-14, was put on to the stem. After numerous hits, the ball broke off. There were no fragments in the patient. The rep opened a second set and used the slap hammer from that tray to complete the case with no adverse effect to the patient. Additional information obtained 10/31/2019: the case was a revision procedure, moving to a reverse total shoulder. The previous implant had been in for several years. Flexible osteotomes were used extensively. It was a long stem and a number of tries, back and forth from slap hammer to osteotomes was performed when the ball of the slap hammer popped off. Additional information obtained 11/1/2019: the original arthrex univers procedure took place in 2009. Specific procedure date is unknown. The original 2009 procedure took place at the same facility as the current october 16, 2019 revision procedure. The original part numbers that were implanted during the 2009 procedure are currently unknown. The october 2019 procedure was reported to be a standard revision for a failed rotator cuff. It was that the patient had not suffered any injury or trauma prior to the revision surgery. The following arthrex univers revers products were implanted during the revision procedure: ar-9564-2436-lat (lot 19.00012), ar-9503s-03 (lot 19.00215), ar-9501-06p (lot 18.01549), ar-9502f-36cpc (lot 18.01791), ar-9555-06 (lot 19.00048), ar-9560-24-4 (lot 5675), ar-9561-20s (lot 5648), ar-9563-28 (lot 2019000055) qty 2, ar-9507s (lot 10259907). Additional information obtained 12/9/2019: the patient¿s original surgery was performed on (B)(6) 2012, not 2009 as originally reported. The following are the original implant device part numbers that were explanted during the (B)(6) 2019 revision procedure to a reverse total shoulder: ar-9148-21p. Lot# 0929011, ar-9105-01. Lot#1202006, ar-9100-06p. Lot#2501125211.